Event description:
This patient's device and leads were explanted on (B)(6) 2013 due to infection.

Manufacturer narrative:
January 14, 2014: an analysis from the manufacturer is pending. February 19, 2014: since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. : device has not been returned.

Event description:
This patient's device and leads were explanted on (B)(6) 2013 due to infection.

Manufacturer narrative:
(B)(4). An analysis from the manufacturer is pending. Device has not been returned.